Manufacturer narrative:
The device was returned to zoll italy for evaluation. The customer's report was observed and attributed to the main board. The main board will be replaced to resolve the report once the customer approves the purchase order. G1: contact information has been updated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.